Event description:
The customer stated that she experienced high blood glucose of 435 mg/dl and went to the hospital for treatment. The customer was not admitted to the hospital. Troubleshooting was performed. The insulin pump passed the prime, high pressure and self tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.